Event description:
It was reported by a health professional that they did not think the patient's pacemaker was working properly as the patient was staying in afib (atrial fibrillation). Follow-up was conducted for additional information multiple times but was unsuccessful. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.